Manufacturer narrative:
Arjo was notified about an event with involvement of alenti lift. After the bath was finished, the caregiver wanted to lift up the chair with a patient on it to start drying with a towel. The support arm of the lift (which is intended to secure the resident) was raised (not secured) in order to place the patient in the chair. The safety belt was not used during the bathing. When the patient was still at the height of the bathtub, she fell off the chair and slipped into the bathtub's shell. Subsequently, the support arm detached from the lift and fell on the ground. The patient sustained an open fracture of the left ankle. The surgical intervention was required and the patient was hospitalized. The alenti arm supports are assembled to the upper part of the chair. Chair has two holes where the arms are put into. There is no permanent connection (such as screws) in between them. The end of the arm support has a metal pin, which outshoot the diameter of the metal frame. Thanks to that part the arm support cannot be totally laid back as it will stop at some point and not fell of the device. The alenti support arm can be removed from the device, when needed by setting it into one specific position and pulling it out. The involved lift was evaluated by the qualified arjo representative. Inspection did not reveal any defect and the device passed function test. The hand support of the device was found well maintained as no breakage was detected and its functioning was correct. According to the event description, the safety arm detached from the lift, when the patient fell into the bathtub. The customer was not able to determine how did this happen, but no malfunction was found within the device upon the inspection. Therefore when the patient was sliding down to the bathtub, the support arm could have been accidentally pulled out of the seat. However, this is not considered as a factor, which contributed to the event as the arm support was not in a secured position during the event. The alenti arm supports are assembled to the upper part of the chair. Chair has two holes where the arms are put into. There is no permanent connection (such as screws) in between them. The end of the arm support has a metal pin, which outshoot the diameter of the frame. Thanks to that part the support arm cannot be totally laid back as it will stop at some point and not fell of the device. The alenti support arm can be removed from the device (when needed) by setting it into one specific position and pulling it out. Please note that according to operating and product care instructions (IFU; (B)(4),ca dated on march 2008) active at the time the device was manufactured, each user of the arjo equipment should follow the instructions from the booklet. In connection with the subject of this investigation, the following information and warnings were included to prevent from any injury occurrence: "to avoid the possibility of injury always ensure that: - before lifting alenti out of the water after the bath, reposition the resident if needed to ensure the resident is seated upright with his/her buttocks at the back of the seat, his/her back against the backrest and his/her hands on the handrest. - before lifting alenti out of the water after the bath, reposition the resident if needed to ensure the resident is seated upright with his/her buttocks at the back of the seat, his/her back against the backrest and his/her hands on the handrest. - the safety belt is always used and is in a good condition." "To avoid risk of injury, ensure the resident keeps his/her hands on the handrest when raising and lowering alenti, as well as during transportation." "Make sure the resident is positioned correctly on the lift and the safety belt is secured." It appears that guidelines regarding correct patient positioning, usage of support arm and safety belt presented above were not followed by the caregiver, which contributed to the incident. In summary, the device was not up to the manufacturer's specification during the event occurrence as the safety arm fell off the device. The shower trolley was used for patient hygiene and in that way it played a role in this event. This complaint was decided to be reported to the competent authorities due to information that patient fell off the lift and sustained a serious injury.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. The involved lift was evaluated by the qualified arjo representative. The inspection did not reveal any malfunction and the device passed function test. Additional information will be provided within the next report.

Event description:
Arjo was notified about an event with involvement of alenti bathing lift. After the bath was finished, the caregiver wanted to lift up the chair with a patient on it to start drying with a towel. The support arm of the lift was raised (not secured) in order to place the patient in the chair. When the patient was still at the height of the bath, she fell off the bathing chair and slipped into the bath. The support arm fell on the ground. The patient sustained an open fracture of the left ankle. The surgical intervention was required and the patient was hospitalized.